Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a excessive vault with rotation. In a separate surgery the lens was exchanged with a shorter length and the problem was resolved. The cause of the event is reported as other. Cause details provided: "surgeon lens size preference change."

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).